Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 22.2 mmol/l. Customer was treated with insulin pump. Customer had blood glucose level of 19 mmol/l. Customer was using auto mode. Customer was alleging insulin pump for under delivering because customer gave bolus still customer's blood glucose level was going up. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.